Event description:
It was reported that after inserting a catheter, leakage was observed from the hemostatic valve. No pt complications were reported.

Manufacturer narrative:
The advanced venous access (ava) high flow catheter was received detached from a swan-ganz catheter. The ava valve appears to be in good condition, there are no tears in the wiper gasket. The swan-ganz catheter was inserted through the ava device and leak testing was performed. Leakage was observed from around the valve housing. The valve housing was found to be loose inside the ava backform. Unable to determine if there was adhesive used to bond the valve housing into the backform of the ava catheter.